Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information from a boston scientific field representative that this device delivered inappropriate anti-tachycardia pacing (atp) and shock therapies for a conducted atrial fibrillation. The atrial rate was initially detected in the device's ventricular tachycardia 1 (vt1) zone, which was programmed monitor only and with detection enhancements enabled. After the rate accelerated and was detected in the vt zone, the therapies were delivered because the detection enhancements had issued an inhibit therapy decision with the initial detection in the lower vt1 zone. A boston scientific technical services consultant (ts) and the representative discussed reprogramming the monitor only zone to provide atp only, which was done. There were no adverse patient effects, and the device remains in service.